Event description:
According to the reporter, the surgeon was not satisfied with the staple formation and decided to use manual sutures. The green indicator was not clearly visible as well. Also, based on additional information just obtained, this delayed the or time by about an hour. Procedure: unknown.

Manufacturer narrative:
.